Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said they wanted assistance with the remote as they would like to increase the patient's setting as the patient experienced a loss of symptom control. They caller said the patient was taken off of medications they were taking for their brain and they were wondering if the return of bladder symptoms was related to that. Caller said they only made adjustments about once a year, so it had been awhile since they made one. They were able to sync with the programmer on the call and it showed stimulation was off. Caller reported not knowing stimulation was off. Button use was reviewed and they stated they weren't aware that the blue buttons affected the implant. Caller was able to turn stimulation back on. It was reviewed that if they wanted more specific information regarding how long stimulation was off, it would require an appointment with their healthcare provider. Caller said that 1-1.5 weeks prior the patient had a CT scan and that that may be related to the reported issue. Patient and caller were going to monitor symptoms after turning stimulation back on and if no improvements were noted within 1-2 days they would make another adjustment. It was noted they did not intend to follow-up with a healthcare provider. No further complications were reported or anticipated.